Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 14, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 4210, 4315). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 4210 - leakage/seal. Conclusions code: 4315 - cause not established. The affected sample was returned and visually inspected upon receipt with no anomalies noted. Review of the device history records did not identify any issues. Sem analysis of the sample revealed that the oxygenator fibers were partially covered with fibrins embracing blood cells, thus there was minor clotting. It does not appear that the clotting penetrated into the membrane. An engineering investigation has been initiated to determine a root cause. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, a fluid foaming was noted at the end of cpb. Diagnosis was a type a dissection. No known impact or consequence to patient. The product was not changed out. Procedure was completed successfully.